Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02078. The device was not returned to edwards lifesciences for evaluation. However, a video of the devices after withdrawal was provided by the complaint site. The video shows the devices being tested on the back table. Both of the other delivery systems exhibited leakage from a tear at the crimp balloon. As such, the complaint for balloon ¿ torn is confirmed. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment, as per management discretion. As reported, the patient had a very torturous descending aorta. If the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, the potential root cause for this complaint may be attributed to patient and/or procedural factors. However, based on available information, a definitive root cause is unable to be determined. During manufacturing, the balloons are 100% visually inspected for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness and 100% visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloons are sampled for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects, foreign matter, impurity/contamination, and appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, the device undergoes 100% distal to proximal visual inspection. The entire device is inspected for damage or missing components. The inflation and crimp balloons are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the lot underwent a product verification testing as a requirement for lot release. The lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn was confirmed based on the video provided by the site. The presence of a manufacturing non-conformance was unable to be determined as the device was not returned for evaluation. A review of device history review (DHR), lot history, and complaint history did not reveal any manufacturing non-conformance which could have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system, as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. A review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the may 2018 control limit. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. This report represents the first delivery system used. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve, it was noted the delivery system balloon did not inflate. The valve, delivery system and esheath were removed without issue. New devices were prepped. During valve deployment, it was noted that the balloon did not inflate again. A third system was prepped and the valve was successfully deployed in optimal position. The patient was stable throughout the procedure and discharged to ccu in stable condition. The patient¿s descending aorta was very tortuous. At this time, there is no additional information regarding if there were issues with device preparation, valve alignment or valve crossing.